Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the vitrectomy probe would not cut in core mode. Bubbles were coming out of the tip. Additional information was received from the customer reporting, initially the cutter worked in dense mode and when in core it would not cut. Air bubbles came out of the probe throughout the procedure. The surgeon came out of the eye, the probe was removed from the sterile field and a new one obtained to complete the procedure with no further complications.

Manufacturer narrative:
No sample has been returned for evaluation for the report of failure to aspirate and bubbles from tip; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned by the customer and no lot information was provided, therefore, the root cause could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).